Event description:
It was reported the patient had a burning sensation over their implantable neurostimulator (ins) site. The patient stated the stimulation was "burning through her skin" and the patient had redness over the ins area. It was noted the patient¿s skin felt warm and the patient had the burning sensation since the day prior to report. It was stated the burning started on its own. It was noted the reporter was unable to make an adjustment with the antenna attached. Reportedly, the patient had been trying to turn their stimulation off since the day prior to report, but had been unable to. The day of report in the emergency room (ER), they were only getting no telemetry messages when using the antenna with the programmer. The antenna was disconnected and then they were able to communicate with ins. The stimulation was on at 1.8 volts so they turned the stimulation off, but it didn't resolve the burning sensation. The stimulation was turned down to 0 volts and then the burning resolved. Though the burning was resolved the patient continued to have discomfort from a round, abrasion type of wound that was approximately 3.5 inches away from their ins and 0.5 inches in diameter and red at the edges. The abrasion looked like an abrasion you would get if you skinned your knee. It was noted the patient did have a fall about 2 weeks prior to report and after the fall, they were having pain in that area where the wound was. It was stated the patient was not having any burning after the fall; however, that developed on (B)(6) 2013. The patient stated on (B)(6) 2013 they could feel a wire from their system where the wound was. The patient was seen in the ER on (B)(6) 2013 due to burning and a CT scan was done. It was noted from the scan that one of the wires was attached to the skin in the wound area. That morning around 2-3am, the patient was having pain and a fever and could still feel the wire in the wound area. The reporter thought the wire could be eroding through the skin. The patient did indicate they had been getting therapy with their device.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v327758, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).